Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device did not pass the 02 input test and alarmed. Various alarms were observable both visually and through hearing. Te231008, (o2valveleak), te231007 (o2controllerflowhigh), based on the available information, this event must have occurred at one of the following occasions. The tests o2 input-leak/tightness-flow tests are part of the pre-operational check and will be performed when the breathing circuit is replaced and the device gets prepared for the next patient. In addition, these tests are also part of the service software that is performed during maintenance. The device log files were provided to hamilton. These malfunctions were reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device did not pass the 02 input test and alarmed. - various alarms were observable both visually and through hearing. (B)(4) (o2valveleak), (B)(4) (o2controllerflowhigh). - based on the available information, this event must have occurred at one of the following occasions. The tests o2 input-leak/tightness-flow tests are part of the pre-operational check and will be performed when the breathing circuit is replaced and the device gets prepared for the next patient. In addition, these tests are also part of the service software that is performed during maintenance. - the device log files were provided to hamilton. - these malfunctions were reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.